Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "down" keypad button was intermittently responding and required excessive force to activate. The "up" keypad button was unresponsive to user inputs. The keypad was removed and the "up" key contact was inverted and did not always spring back. The "down" and "ok" key contacts became inverted when pressed and did not always spring back.

Event description:
The pt's mother reported that the "ok" "up" and "down" arrow buttons were very difficult to press on the keypad and uses the meter remote to bolus. The reporter denies damage to the keypad or exposure to moisture and cleaning products. The buttons did not spring back normally.